Event description:
Call received from patient to reception: patient's left hip was successfully replaced in (B)(6) 2023 then her right hip was replaced (B)(6) 2023 ¿ later found the liner dislodged causing wear on titanium cup and instability. Patient visited surgeon on tuesday (B)(6) 2024 and surgery was performed on wednesday (B)(6) 2024 to replace the liner and ceramic head.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (catalog, lot, UDI), g4 (PMA/ 510(k)) corrected: d1, d2a, d2b if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received with an x-ray that shows the liner is not where it should be. The liner dislodgement occurred on friday (B)(6) 2024 when the patient raised their left leg and stepped into a vehicle. The patient had a left hip primary hip replacement on (B)(6) 2023, which was wholly successful.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : call received from patient to reception: patient's left hip was successfully replaced in [month year] then her right hip was replaced in [month year] ¿ later found the liner dislodged causing wear on titanium cup and instability. The product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the acetabular cup was articulating with the femoral head as a result of a disassociation of the liner from the acetabular cup, however no signs of implant bearing wear were able to be observed on the device. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the pinn sector w/gription 52mm may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 52mm would contribute to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [121732052/m27z19] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device [121732052/m27z19] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.